Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds at 4.0v due to exit block. The rv lead was capped and repl aced. No patient complications have been reported as a result of this event.